Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested events were confirmed. Phenomenon 1: ¿the screen became green when connected¿: the probable cause was due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event; phenomenon 2: ¿the objective lens glue was peeled off¿: the probable cause was stress of repeated use, external factors, or handling of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event 1 as below. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. (See figure 3.23) adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event 2 as below. Inspection of the endoscope. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the objective lens had adhesion peeling. The customer's allegation was confirmed due to charged coupled device unit in the endoscope connector and damage on the video plug. Additional non-reportable evaluation findings are as follows: adhesive around the objective lens was peeled, water tightness was lost due to deformation of light guide connector, a noise image occurred due to damage on charged coupled device unit, video connector had a crack, label on light guide connector was peeled, a noise image occurred because electrical contact of video connector was shaved, universal cord had discoloration, adhesive on the bending section cover had a chip, and connection between insertion pipe and control unit was not secured due to looseness of insertion pipe. The following parts had a scratch: video connector, video connector case, light guide cover glass, right/ left lever, switch 1, forceps elevator lever, right/ left plate, up/ down plate, bending section cover, and angulation lever. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope's screen became green when connected. This issue was found during preparation for use of a therapeutic procedure. The procedure was completed. There were no reports of patient harm or injury.